Event description:
New information notes that the implantable cardioverter defibrillator (ICD) and right ventricular lead were explanted. There were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2025-00092. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) and right ventricular lead were responsible for non-sustained right ventricular oversensing (nsrvo) episodes for noise. No changes or interventions were reported. The patient was in stable condition.